Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code related to obm_accy_urgent_service was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue. Also, the device has defective lcd backlight. The device passed final test.